Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl, and the customer lost consciousness. Paramedics were called and gave the customer narcan, oral glucose, and glucagon injections. The customer was taken to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU). Customer was treated with intravenous fluids of saline, and d50, d75, which resolved the issue, and the customer was released on (B)(6) 2025 with no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.